Event description:
It was reported that the customer was at the medical center and treated due to low blood glucose of 28 mg/dl. It was stated that the doctor believes the insulin pump was not functioning properly. Troubleshooting was performed. The caller stated that they rewound and primed with an unk amount of insulin in the reservoir. It was stated that the time on the insulin pump was one hour ahead. It was stated that the insulin pump was registering the basal rates and boluses on the daily totals correctly. Ran a displacement test and passed. It was stated that the customer is taking a sinus medication. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.